Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in an unk vessel. The physician implanted a taxus express2 3.00 x 16 mm drug eluting stent. The balloon was sticking to the stent upon withdrawal but was able to be released. The procedure was completed successfully. No pt complications were reported. The pt's condition is reported as stable. Additional info has been requested.